Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly went to another doctor for a second opinion. This doctor continued the antibiotic treatment and the nsaids. The recipient's pain and edema resolved. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced pain at the implant site. The recipient was prescribed cefuroxime every 8 hours for 7 days, a steroid, and nsaids. The recipient then presented with edema. The recipient ceased device use. The recipient was prescribed acetazolamide.